Manufacturer narrative:
(B)(4). (B)(6) 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed fluid in the housing of the device, and that the bladder was in a footed position. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.